Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent precharge voltage error. This error will prevent the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.